Event description:
Additional information from the field representative indicated that this patient had a fractured competitor's right ventricular (rv) lead lead. The field representative confirmed that there was no infection and the patient received a new bsc rv lead.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead developed an infection and a revision procedure will be scheduled in the near future. No adverse patient effects were reported.

Manufacturer narrative:
--

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.